Manufacturer narrative:
Product analysis: performance data collected from the mobile programmer was received and analyzed. Analysis of the data/database found the customer comment that the screen became white with a message stating ¿please interrogate'' and was unresponsive was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during interrogation using the mobile programmer application, approximately two-thirds of the screen became white with a message stating ¿please interrogate,¿ and only the top electrograms (egm) display remained visible. The patient connector and base initially paired successfully; however, during interrogation the white screen appeared. The interrogation screen loaded slowly and displayed ¿report saved,¿ which did not clear. Menu navigation and access to the data section were possible; however, testing functions were inaccessible and the white overlay persisted. When attempting to select end session, the application was unresponsive and did not close the session. Troubleshooting steps were taken to include swiping the mobile programmer application closed and rebooting the host tablet. After reboot, the application launched normally. The patient connector and base paired successfully, and interrogation was completed without recurrence of the white screen or associated errors. No patient complications have been reported as a result of this event. Application version: 4.5.2 host tablet os version: 26.1.

Manufacturer narrative:
Correction: h6, eval code conclusion (fdc/annex d) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.